Manufacturer narrative:
Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a remote follow up, episodes of far field r-wave oversensing that resulted in inappropriate mode switch was noted on the device. Technical support was contacted and recommended programming the device to resolve the event, however, no intervention has been conducted at this time. The patient was stable and will continue to be monitored.

Event description:
Additional information received that another episodes of far-field r-wave oversensing that resulted in automatic mode switching was noted on the device. No intervention has been conducted at this time. The patient experienced no consequences and will continue to be monitored.